Event description:
Reporter's husband called to report an issue with devilbliss oxygen concentrator that his wife is using. Wife uses oxygen concentrator on a daily basis and her husband is starting to notice that there may be a output issue. When its running it seems to be depleting oxygen, the wife is having side effects such as shortness of breathe and confusion, she states "its hard to breathe". The husband said the concentrator is pumping oxygen but may be discharging carbon dioxide so he went on the purchase a carbon dioxide meter and confirmed levels were high about 792.